Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was returned but was not evaluated as testing of expired product cannot be reliably used to determine a root cause for the reported event.

Event description:
Upon reuse of the product, the consumer reported experiencing eye pain, stinging, discomfort and redness several times within the last year or 18 months. Consumer indicated proper use of the product. The consumer indicated the product did not neutralize correctly. No medical attention was sought and no treatment was required. The consumer performed a cold water eye rinse after lens removal and the symptoms resolved within a few hours. The consumer has switched to a different company's product. The complaint suggests that the device may have malfunctioned as a result of variability of neutralization.